Event description:
It was reported that during an iliac stenting treatment procedure, a stent dislodgement occurred. The lesion was located at the bifurcation of the aorta and the iliac artery. The lesion details are unknown. The express biliary ld stent 7.0x40mm delivery system was advanced to the lesion. Upon withdrawal, the stent dislodged from the delivery device inside the patient. The stent was removed from the patient with a snare. Femoral access was lost as a result. Femoral access was gained on the other side of the body. Another of the same device was used to successfully complete the procedure. The patient condition is reported as "fine." Further information was requested but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.